Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
L2-l3 instrumentation (revision) using expedium sfx was performed on (B)(6) 2016. At the final tightening of the sfx, the screw head interfered with the sfx stabilizer and the surgeon could not set the stabilizer properly. So he placed the sfx center screw alignment guide on the center set screw of the sfx and tried to apply torque using only the sfx torque driver, but it did not work properly and torque was not applied. Finally, the surgeon did final tightening by hand and completed the procedure without any delay or harm to the patient.

Manufacturer narrative:
(B)(4). The sfx torque handle (product code: 2894-10-150, lot number: unknown) was returned to the complaints handling unit (chu) on august 26th, 2016. The torque handle showed signs of age in the form of heavy surface wear to the anodized handle. The lot number and product code had become worn to the point that only the product code was legible. Torque testing was performed on this instrument. The amount of torque exerted by the handle was consistently remained 10 in*lb or more above the upper limit permitted by the instrument. The instrument was subsequently disassembled. A significant degree of rust/solidified lubricant is visible on the sprocket as well as other core components of the torque handle. This may have been the result of age and a lack of maintenance, resulting in the torque trending toward its upper limit and eventually exceeding it at higher settings. A review of the device history record (DHR) could not be performed on the sfx torque handle (product code: 2894-10-150, lot number: unknown) as no lot number was provided. The part returned was worn to such a degree that the etching of the lot number had been become illegible due to the significant amount of wear and tear. Without the lot number, no review of its manufacturing records could be completed. No emerging trends were found requiring further actions. The root cause of the torque handle exerting more torque than intended cannot be determined from the sample and the information provided. A potential root cause may be wear and tear due to age and a lack of maintenance during its time in use, resulting in the torque wrench exerting more torque than its upper limit. It should be indicated that work instruction (wi-5220 revision l) was incorporated on may 6th, 2013 which provides definition of the refurbishment process and minor component replacement process which depuy spine instruments shall follow. Specifically, torque wrenches which have a current 12-month date etched on the handle to indicate the date of the required maintenance. The age of the instrument may exceed the date of the work instruction based on the wear and tear visible across the instrument. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.